Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room for unrelated reasons. Upon interrogation of the implantable cardioverter defibrillator, an error message for erroneous device parameters was observed. The device was restored to the original parameters by reprogramming, and the patient was in stable condition.